Manufacturer narrative:
Investigation: by the check of the DHR, neither pre-existing anomaly was found on the (B)(4) glenospheres with code 1376.09.031, lot 2001832 and sterilization (B)(4), nor on the (B)(4) liners with code 1360.50.820 and lot 20at464 and sterilization (B)(4). According to our records, at least (B)(4) glenospheres manufactured with lot 2001832 and sterilization (B)(4) have been implanted and at least (B)(4) liners with lot 20at464 and sterilization (B)(4) have been implanted, and this is the first and only complaint received on the same lot numbers. The components removed were not available to be returned for inspection and we did not receive any radiography for the case. Therefore, based on the few information received, we are not able to further investigate the event. However, considering that: - no pre-existing anomaly has been discovered by checking the manufacturing charts of the lot numbers 2001832 and 20at464. We have no evidence to consider the event as product related. Pms data: according to the relevant pms data, the revision rate of smr reverse prostheses due to joint dislocation is (B)(4). Based on the root cause analysis performed and according to the relevant pms data, no corrective action is required for this specific case. Limacorporate will continue monitoring the market to promptly detect any further similar issue. Note: this is a final MDR.

Event description:
Shoulder revision surgery due to dislocation performed on the (B)(6) 2021. The previous surgery took place on (B)(6) 2021. The following components were removed and replaced: - smr reverse liner +6 mm (part code 1360.50.820, lot number 20at464, sterilization (B)(4)). - smr connector small r (part code 1374.15.305, lot number 2102395, sterilization (B)(4)). - smr eccent. Glenosphere ø 36mm (part code 1376.09.031, lot number 2001832, sterilization (B)(4)). According to the information received, the patient was doing great for over a month, then dislocated. A larger glenosphere was implanted. Patient data: tall, 225 kg at the time of surgery, not obese. Event occurred in the united states.

Manufacturer narrative:
By the check of the DHR, no pre-existing anomaly was found on the glenosphere with code 1376.09.031 and lot 2001832. First and only complaint received on the same lot#. We will submit the final MDR as soon as the investigation will be completed.

Event description:
Shoulder revision surgery due to dislocation performed on the (B)(6) 2021. The previous surgery took place on (B)(6) 2021. According to the information received, the patient was doing great for over a months, then dislocated. Patient data: (B)(6) kg at the time of surgery. Event occurred in the USA.